Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the 4 most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands and the tip profile were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-july-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal to the mid left circumflex artery (lcx). After pre-dilatation was performed, a 28mmx2.25mm promus premier stent was advanced to treat the lesion, however, device failed to cross lcx despite attempts were made. The device was removed and exchanged with another promus premier stent. The procedure went smoothly and was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.